Event description:
The patient had a severe cystocele, rectocele and uterine prolapse. They had pelvic floor repair with hysterectomy during 2002. 2 months later, the patient felt a lump in the perineum. Patient was seen by a physician the following month. Physician diagnosed an abscess and performed an incision with drainage of the area. Physician instilled silver nitrate in the area and prescribed antibiotics. 3 days later, patient experienced bleeding from the site of the drainage and went to see a second physician. This second physician sutured the incision and drainage site in the office and sent pt home. The bleeding from the site increased and the patient went to seek care in the emergency room. The sutures used to repair the incision and drainage site were removed. The site was cauterized and cleansed. The wound was left to heal. The patient was experiencing chronic pain and was seen by the physician multiple times. The area was described "like a pimple that keeps cracking open". 5 months later the physician diagnosed another abscess at the same site and performed another incision and drainage in his office. 3 weeks later, patient was taken to the operating room and four "stitches" were removed. Three were from the anterior/inferior vaginal wall and one was from the posterior/inferior vaginal wall. The patient feels they are now doing better since the sutures have been removed.